Event description:
It was reported that insulation damage was observed on the right ventricular (rv) lead. The rv lead was repaired intraoperatively and remains implanted. The patient was stable and there were no adverse consequences.